Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the tubing had a hole. Injuries or adverse event: yes reported issue: 24 g piv malfunctioned during a piv placement on 3 y/o patient requiring need for additional IV access d/t device malfunction. Additional information 4/6/2026 can you please provide an exact date of event? Date of event: 3/24/2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None noted. Additional information 4/10/2026: it is stated that " 24 g piv malfunctioned during a piv placement on 3 y/o patient requiring need for additional IV access d/t device malfunction." Please describe the "malfunction. "Tubing from piv device to extension connection had a hole, so when we checked for patency there was leaking from the device.